Manufacturer narrative:
(B)(4). The device evaluation was completed. The review of the device logs and the analysis of the device could not confirm the reported difficulty. The device met specification. If additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a patient felt they were overfilled during peritoneal dialysis (pd) therapy with a homechoice device. This occurred during the second dwell of pd therapy. The technical services representative advised the patient to use manual supplies to complete therapy. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was returned to baxter; however, the device evaluation is not yet complete. Functional testing revealed that all pressures were correct and stable. An internal inspection revealed no abnormalities that could have contributed to the reported event. The device met specification and the reported issue could not be confirmed. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.